Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. Remedial, corrective and remedial action was taken by the healthcare facility in the original planned surgery session. The c-flex 570 iol was explanted and exchanged for a back-up iol without complication. The c-flex 570 iol was retained by the healthcare facility and has been returned to rayner for inspection/analysis. The device is currently undergoing sterilization and rehydration prior to inspection/ analysis. The results of our device analysis will be provided in a follow up report. Our review of production records for the c-flex 570c iol batch 033e46178 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570 iol (march 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents , of any type, have been received against the c-flex 570 iol batch 033e46178.

Event description:
Rayner intraocular lenses limited received notification from the (B)(6)distributor of a report received from an (B)(6) healthcare facility involving a c-flex 570c intraocular lens (iol). The event description provided states that the healthcare professional observed a crack in the optic of the iol following implantation.